Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The alarm trace showed an abnormal aspiration error that occurred at the time of the event. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable crpl4 c-reactive protein gen.4 and gluc3 glucose hk gen.3 results for 1 patient sample on a cobas pure c 303 analytical unit. On (B)(6) 2023, the initial crpl4 result was 315 mg/l and the initial glucose result was 8.79 mmol/l. The repeat glucose result was 3.89 mmol/l. On (B)(6) 2023, the sample was repeated and the repeat crp4 result was 0.640 mg/l.. On (B)(6) 2023, the sample was repeated again and the crp4 result was 0.649 mg/l.. The initial results were reported outside of the laboratory. The glucose reagent lot number is 64350301 and the expiration date is (B)(6) 2023. The crp4 reagent lot number is 653391. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.